Event description:
In 2002, the pt was sent at the implant center for skin flap evaluation. The family reported that the device began to show through the skin approx 3 weeks prior. The pt lives several hundred miles away from the center and medical attention was not sought for a wound infection that occurred in march 2002 (exact date unk). On june 2002, the surgeon explanted the device. The pt will be monitored by the center for the next several months before a decision regarding reimplantation is made.